Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 on the auxiliary unit had a busted cage with bearings scattered. A field service engineer replaced the rails, cleaned up all the bearings, replaced the catch latch spare part due to the broken cage, had the customer inventory medications in that drawer and tested functionality to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 3 had sticking rails. The customer reported that a malfunction caused a delay while dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.